Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9736119r, serial/lot: (B)(4), UDI: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed and the system computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The system was reportedly stuck on the administration page and did not boot up intermittently. The system computer was to be replaced.